Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Upon power up, the cycler touch screen test failed. When powering on the cycler the front panel touch screen appeared blank. It was identified that the cause for the blank screen was due to an internal short present on a transformer of the inverter board. The inverter board is located on the rear of the touch screen. A known good inverter board was installed and the cycler passed a functional/display test. There were no other discrepancies during the internal inspection of the returned cycler. A pre- accelerated stress test (ast) of simulated treatment with 1000ml for 15 minutes was completed without failures. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short of the transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
It was reported that during a patient's peritoneal dialysis (pd) treatment the power went out in the home and the liberty select cycler would not turn on after power was restored. The power went out when a hair dryer was plugged in. The cycler was checked and found to be properly connected. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, it was confirmed that there were no adverse events or medical intervention required as a result of the reported event and the patient completed treatment on the date of the event. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.